Event description:
It was reported that a male patient underwent an idiopathic ventricular tachycardia procedure with a thermocool® smarttouch® uni-directional navigation catheter and suffered cardiac tamponade which required pericardiocentesis. The patient¿s medical history is unknown. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that it happened during mapping or ablation phase. Although, no product malfunction was reported, however the physician thinks that it could possibly be due to smarttouch catheter stiffness in comparison to other catheters. Settings during the event include: power mode with 40 watts settings, irrigation flow of 30 ml/min and an 8.5 f agilis small curve sheath was used.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Bwi concomitant products used: product name: carto® 3 system, serial #: (B)(4), us catalog #: fg540000. Product name: stockert 70 rf generator, serial #: (B)(4), us catalog #: s7001. Product name: coolflow® irrigation pump, serial #: (B)(4), us catalog #: cfp002. Non-bwi products used: brk needle and 8.5 f agilis small curve (st. Jude medical). (B)(4).